Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed tasp exhibits signs of repeated use ( nicked or gouged ) and anterior section of post has been fractured off. All pieces were not returned. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is design deficiency that has been addressed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.